Event description:
A cartridge alarm was reported by the customer, and there was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in loading a new cartridge using the correct technique. Technical support confirmed the issue with consecutive cartridges, and the customer decided to continue using the current pump while relying on an alternative method if necessary. A replacement pump was sent to the customer, and instructions were provided for setting up the new pump, connecting it to the customer's continuous glucose monitor, and returning the problematic pump to tandem. The customer acknowledged understanding of these instructions.